Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation on 07/18/2018. The device was visually (B)(4) bluetooth device and failed. Transmitter functional tests were unable to be performed. Performed share log review and loss of connection was found. The reported event of a loss of connection was confirmed. The probable cause of the connection loss is a defective transmitter.